Manufacturer narrative:
(B)(4). The customer reported that neither the bedside monitor nor the iic central station alarmed when the pt was disconnected from monitor. The pt was restless and hyperactive pt and was fastened to bed. The pt was monitored only with ECG/resp (spo2 and npb measurements were not active). The pt became loose from the bed and the ECG cable and catheter disconnected. The pt was discovered dead by nurses at about 4:40 am. The nurses checked the central station and saw that the pt got disconnected from the bedside monitor (no ECG waveform anymore) at 4:11; but iic's clock was put back by 12mn. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that neither the bedside monitor or the iic central station alarmed when the pt was disconnected from the monitor.